Manufacturer narrative:
Cerelink sensor was returned for evaluation: DHR - the lot met specifications when released. Failure analysis - the issue of the complaint was not confirmed. No visible damage to the millar sensor, catheter material, or connector, cerelink monitor was acceptable. Root cause - reading was received, no zeroing error.

Event description:
N/a.

Manufacturer narrative:
An investigation has been initiated based on the reported information. Upon completion of the investigation, a follow-up report will be submitted.

Event description:
1 of 5 reports. Other mfg report numbers: 3013886523-2023-00272, 3013886523-2023-00273, 3013886523-2023-00274, and 3013886523-2023-00275. A facility reported that after a successful implantation of cerelink sensors and after around 4 hours after implantation, the icp line shows zero and negative numbers between -10 and -47. They used 4 sensors, a new directlink module and they changed the quadhemo (interface used with draeger monitor). All were implanted correctly (directlink was green). Patient was monitored due to neurotrauma with expectation of high icp.